Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for diabetic ketoacidosis three weeks ago. It was reported the hospitalization was caused by a recent infection the customer had from a surgery. The customer's blood glucose was unknown at the time of the call. Customer declined to return the insulin pump for analysis.